Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the transmitter lost connection with the pump for an indeterminate amount of time. A root cause could not be determined. Reportedly, the customer used a new transmitter to resolve the reported issue. No additional patient or event information was available.